Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the insulin pump's battery. The battery was lasting less than a week. His blood glucose level was not reported. He also received no delivery alarms and a weak battery alarm. The customer also experienced high blood glucose levels. He treated his high blood glucose levels with manual injections. The product was not returned. Nothing further to report.